Manufacturer narrative:
Device passed the displacement test and p-cap or reservoir locked properly in place. Device received with scratched case. Device received with pillowing keypad overlay. Device received with the new style all black retainer still attached to the device. No damage to the reservoir tube lip or retainer noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic stated that the retainer ring was loosened. No harm was required during medical intervention. The insulin pump will be returned for analysis.